Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter with bc there was an issue with needle retraction failure. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: units nor photos were not provided for observation and/or testing of this incident therefore the alleged defects were not identified or confirmed and a root cause was not established. DHR review; was conducted for this investigation which disclosed the following: lot 8124729; was built on afa line 10 on 09may2018 through 14may2018 and packaged on afa line 10 from 12may2018 through 15may2018 for the quantity of (B)(4). Review disclosed no indication of the alleged defect as it was noted that there reject findings throughout the build of this lot that would impact upon the quality of the catheter product. Without a sample for evaluation and testing there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir.

Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter with bc there was an issue with needle retraction failure. There was no report of injury or medical intervention.